Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 9fr introducer sheath was received for product evaluation. Visual inspection revealed no damage or anomalies noted on the sheath. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed. A dilator for investigational purposes was then inserted into the sheath per the device IFU. This assembly was submerged in water, and bubbles were observed. The device failed leak testing. To check for damage at the crosscut valve, the valve was dissected and observed under microscope. Damage was seen at the center of the crosscut valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off-center insertion of the dilator caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2020-00171, and for the third device reported that was used on the same patient see MDR 118880-2020-00172.

Event description:
The user facility reported that the ik device valve appeared to be leaking, in addition there were air bubbles noticed inside the port when a syringe was used to pull blood back for a act purposes. This 9 french sheath was used for a electrophysiology (ep) procedures, in addition three additional sheaths of various sizes such as a 8fr were used. The patient was in stable condition and the procedure was satisfactory. The blood loss was less than 250cc's. An i.c.e. Ep catheter was placed in the 9 french sheath. There was no patient injury, medical/surgical intervention required.